Manufacturer narrative:
Date sent to FDA: 7/13/2016. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a tendon stabilization surgery on (B)(6) 2014 and sutures were utilized internally and externally to repair tendon, the patient also underwent a deviated septum repair concurrently. It was reported that the sutures did not dissolve, consequently the patient suffered from infections, granulomas and an unhealing wound. The patient underwent external and internal suture removal on (B)(6) 2015. The patient is currently undergoing physical therapy, and is being treated for complex regional pain syndrome, and the wound is currently healed. No additional information.

Manufacturer narrative:
Date sent to the FDA: 12/11/2015. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2014, and a mesh was implanted. It was reported that the post-operative visit on (B)(6) 2015, indicated that the left foot was swollen, but the incision was clean and healing well. On (B)(6) 2015, the patient had a post-opt visit, which indicated that the swelling was improving. On (B)(6) 2015, the patient had a post-opt visit, which indicated that there was a small scab/stitch abscess; exuded a mild drop of purulent fluid. The rest of the wound was described as clean dry and intact. It was stated that a small segment of stitch was removed. The suture was not identified. On (B)(6) 2015, the patient had a post-opt visit and it was noted a small suture prominence, which was described as a small suture abscess. The skin was noted to be well healed. On (B)(6) 2015, the patient had a post-opt visit, which indicated that there was no discharge seen, but the patient stated that the stitch was bothersome. No suture was seen. It was reported on (B)(6) 2015, the patient had several knots that were prominent from the o fiberwire stitches. It was further reported that the patient¿s scab/stitches was bothersome and rubbing and draining serous fluid. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.